Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a flo-gard IV solution administration set in which the tubing on the set is molded together. The condition was discovered before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information. Sample received for evaluation on (B)(6) 2010. An actual sample was received for evaluation. Visual inspection revealed that the tube had a cut. Furthermore, a missing seal was noticed on the pouch hence reported problem was confirmed. The root cause of this condition was attributed to the set changing orientation during packaging in the pre-formed plastic pouches (formed by the packaging machine). A part of the set was protruding out of the plastic pouch and when the packaging machine indexed to seal the loaded pouch, the protruding part was caught in the seal between the plastic pouch and the paper. Baxter is currently investigating this issue to evaluate the possibility of taking further actions to minimize/eliminate this non-conformance. Baxter shall keep monitoring these events during quality reviews. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.